Event description:
It was reported via repair work order that the mattress may have had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the mattress cover was stained, however, there was no fluid ingress.this is not likely to harm the patient as the cover would not affect the safety functions of the mattress and the patient would still be supported. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the mattress was stained. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.